Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical conclusion: there is a temporal relationship between continuous cycle peritoneal dialysis ccpd therapy with the liberty select cycler and the abdominal pain and vaginal bleeding that resulted in the patient¿s hospitalization. However, it is not possible to determine the source of the patient¿s infection. All dialysis treatments include a certain risk of infection because of the decreased immune defenses of patients in established renal failure (erf) and because dialysis techniques increase the potential of microbial contamination.

Event description:
Peritoneal dialysis nurse reported that on (B)(6) 2018 the patient was re-admitted to the hospital for possible peritonitis and vaginal bleeding. The patient was discharged on (B)(6) 2018. The patient¿s physician attributed the peritonitis to gyn issues. There was no allegation of device malfunctions that could contribute to peritonitis. Additional information was solicited.